Event description:
It was reported that on (B)(6) 2022, a 14f amplatzer torqvue 45x45 delivery sheath was selected for use in a procedure. After the delivery system had passed the septum of left atrium, it was noted that there was a thrombus attached to the wire by transesophageal echocardiogram (tee). The device was removed from the patient anatomy, heparin was re-administered and the procedure was restarted. The patients activated clotting time (act) was 375 seconds. The patient is reported to be discharged. The patient remained hemodynamically stable throughout the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have any hematological disorders predisposing to abnormal thrombus formation and an average of activated clotting time of 375s (in therapeutic range). The only identified risk factor was the duration of the procedure which according to the field was due to removing all sheaths and starting over to make sure act was significant high enough. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.